Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a white particle, approximately 0.35 square mm in size, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a foreign particle in the balloon of a small volume intermate. The particulate matter was identified after the device was filled with vancomycin, during the storage of the device. There was no patient involvement. No additional information is available.